Manufacturer narrative:
The home pt's nurse has reviewed proper procedures with the home pt.

Event description:
The home pt (hp) using a homechoice sys, contacted tech svc rep (tsr) and reported during fill 4 of 4 the hp had disconnected the therapy supply bag and switched it with the final line. As a result a check lines and bags alarm occurred. The tsr assisted the hp to end therapy. There was not pt injury or medical intervention associated with this incident per the home pt's nurse.